Manufacturer narrative:
This review of trending information related to failure code 16:310 has revealed an increase in the number of occurrences related to this failure code. This increase may be due to the change in complaint reporting criteria that occurred in the fouth quarter of 2005.

Event description:
The facility returned the device for service. During service the baxter repair technician noted fail code 16:310 in the event history. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 02 2007. Evaluation summary:the condition of fail code 16:310 was observed in the event history during product evaluation. Fail code 16:310 was due to a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced.